Manufacturer narrative:
Deroyal: the reported device has been returned for eval. The investigation into the root cause is in process.

Event description:
The hospital reported that they have had two different pencils catch on fire. The first case had flames shoot out of the end, but no injury to the pt. The second case caused the pt to be burned. The cords are actually burning too.